Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the device was stuck with a non-boston scientific guidewire. The guidewire was removed from the catheter outside the body. The procedure was completed with a different device with no patient complications nor injuries reported.